Event description:
A malfunction was reported by the customer on their pump, but no notable events occurred prior to the malfunction, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer resorted to manual daily injections (mdi) as a backup therapy. Technical support confirmed that the pump was included in a field correction and arranged for a replacement pump to be sent. Additionally, an updated version of the software would be provided with the replacement, along with instructions on returning the problematic pump to tandem. Training for the updated pump was to be available through the customer's tandem source account.